Event description:
The trilogy evo ventilator was returned to the manufacturer's service center for completion of preventative maintenance. There was no patient involvement, and no harm or injury alleged or reported. During evaluation, the device failed final testing during system leak verification with a pressure drop over 10s. Depending on where leak is, this could cause a number of various issues related to control and measurement accuracy. The muffler assembly was replaced to address this issue. Additional findings not related to the malfunction/issue: as part of maintenance, the air inlet foam filter and particle filter were replaced to prevent future failure. The device passed final testing and was confirmed to operate properly.